Manufacturer narrative:
Report # 2 of 3 report #1)0001920664-2018-00139; report #3)0001920664-2018-00141; we have received the additional information stating that the patient was treated with intense steroid therapy and has recovered partial vision. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Report # 2 of 3: the device history review was completed with no anomalies noted. Further investigation is underway.

Event description:
A report received from the distributor in (B)(6) stated that on 3 consecutive cases, the patients suffered a capsular rupture during phacoemulsification. Patients required an anterior vitrectomy. No updates were provided on patients conditions.